Event description:
Info received indicates, the hi/low drive is drifting.

Manufacturer narrative:
The technician cleaned the hi/low drive but the issue remained. The technician replaced the hi/low drive assembly to repair the bed.